Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. The patient is scheduled for removal and replacement on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a breast augmentation surgery with 270cc mentor smooth round high profile saline implants. Post-operatively, the patient experienced deflation on the right side, which was confirmed during a physical exam. The patient is scheduled for removal and replacement on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the lot number for the impacted device was 270640. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, mentor closed the product investigation for the suspect device. As no device was returned, no failure analysis could be conducted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, mentor received additional information. The patient's prosthesis was replaced with a 405cc mentor memorygel xtra breast implant. On january 12, 2023, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On january 16, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual analysis of the returned sample revealed a leakage, caused by valve delamination. On january 31, 2023, mentor became aware that the device manufacturing date and device expiration date were inadvertently ommitted from (B)(4). Device expiration date: november 30, 2008. Device manufacturing date: november 01, 2003. Manufacturer's reference number: (B)(4) in (B)(4). D4. Expiration date should have been populated with 11/30/2008. H4 device manufacture date should have been populated with 11/1/2003.